Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the paravalvular leak cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the territory manager, approximately 1 year, 8 months, 9 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve presents paravalvular leakage. The patient was successfully treated with a trueballoon. The gradient went from 6 to 3, and angio showed the leak was resolved. The patient left the room in stable conditions. Per echo report received, the sapien 3 ultra valve is well seated without rocking motion. There is no stenosis. The peak velocity is 2.1 m/s with a mean gradient of 10 mmhg. There is moderate to sever paravalvular leak noted.